Event description:
It was reported, that the patient presented for a follow-up in the clinic with skin erosion. And infection at the implanted device pocket site. The skin of the device pocket appeared red. And the implantable cardiac monitor was ejected from the implanted site. The patient was in stable condition. And antibiotics were provided.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.